Event description:
It was reported that a new ilet user contacted support because their dexcom g6 was perceived as not pairing with the ilet after a transmitter and sensor change; review confirmed the g6 was paired and in its standard warmup period, and education on the approximately two-hour warmup was provided while the user reported a blood glucose of 206 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education regarding sensor warmup and post¿supply change monitoring. Investigation of this case revealed that the device was functioning as designed with the cgm in warmup, and that the elevated glucose had an unclear cause unrelated to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.